Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. According to the patient report the device was explanted for medical reasons, namely extrusion of the implant, which occurred almost six years after implantation. Additionally the explantation report states that the implant housing was found on the other side of the sculp compared to the mastoidectomy at explantation. The two occurrences are potentially related. This is a final report.

Event description:
The explanted device was received at headquarter.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the device was explanted through the skin. No additional information has been yet received.